Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet system displayed high glucose alerts with blood glucose measured up to 401 mg/dl despite a recent full supply change; a subsequent guided full supply change was completed, insulin delivery was resumed, and blood glucose trended down to 325 mg/dl, with no symptoms and no bent teflon cannula identified. Symptoms included hyperglycemia without associated clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and troubleshooting and education. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.